Event description:
It was reported that, one day after an implant procedure, the right ventricular (rv) lead became dislodged and exhibited rising high thresholds . The patient had removed arm from immobilizer and had arm up over head which is believed to be the root cause. A chest x-ray revealed the slack on the lead was gone. A revision procedure was required and psa testing noted the high thresholds. The lead was successfully repositioned with threshold measurements returning to acceptable levels. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.